Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the DHR it was surmised that the subject device had been used at the facility for long time, there was a possibility that reprocessing could not be performed appropriately because of the damage or deterioration of the subject device. There was also a possibility that the customer did not reprocess the device properly before sending it for repair. As a conclusion, it is presumed that the event was caused by not the product specifications but the inappropriate reprocessing done by the customer. The reported event can be detected by maintaining and reprocessing according to the IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during receipt inspection of the subject device, the subject device was broken. The subject devices have not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the distal end cap cracked the instrument channel scratched and with deposits there was no report of patient injury associated with the event.